Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardiac monitor exhibited sensing issue, which resulted in false atrial fibrillation (af) episodes. No intervention was made. The clinic will continue to monitor the device. There were no patient consequences reported.